Event description:
It was reported that the user experienced a high blood glucose event to 388 mg/dl after eating while using the ilet with a contact detach infusion set, with no infusion set issues observed upon swap and glucose levels returning to range after a supply change. Symptoms included no reported clinical symptoms associated with the hyperglycemic event. Outcomes included restoration of blood glucose to target range without medical intervention or hospitalization. Investigation included troubleshooting and education over the phone regarding hyperglycemia management and infusion set assessment. Investigation of this case revealed no device malfunction or component failure identified, with the cause of the hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.